Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01331-00.

Event description:
Case duplicate to (B)(4). A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the lower abdomen on 03/04/2019 and started experiencing paradoxical adipose hyperplasia.

Manufacturer narrative:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01331-00.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the lower abdomen and flanks on (B)(6) 2019 and has developed paradoxical hyperplasia.